Event description:
It was reported all impedances were "out" on the bottom portion of the lead. It was thought the problem was with the battery and they were going to switch that out. Follow up reported the problem was resolved in the operating room and was due to fluid in the chamber. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).